Manufacturer narrative:
(B)(4). Report source: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery the tip of the inserter fractured while trying to insert the anchor into the patient's burr hole. The fractured piece was able to be removed and no adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirms the tip is bent and one of the prongs has fractured off. The suture line attached to the needle hooks are detached from the handle. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.